Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.8. Date: (B)(6) 2011, inratio: 1.4, 2.3. Date: (B)(6) 2011, inratio: 1.6, 1.4. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.